Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue") was isolated to a defective q3 component. The root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.